Event description:
The device was being utilized for placement of a nephrostomy tube. Upon attempted removal of the wire guide and inner dilator from the outer catheter, the wire guide sheared. The wire guide segment remained in the pt. No attempt was made to retrieve the separated segment.